Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrode loop sparked and the wire separated into two pieces. The electrode was replaced with a similar model and the loop sparked and broke again. No device fragments fell inside the patient. It was reported that each time the electrode sparked and broke, the patient experienced an obturator nerve reflex. However; the physician found no evidence of shock post operative. A button electrode was used to complete the intended procedure. There was no patient injury reported and the patient is reportedly doing well. It was reported that post procedure after the resection set was cleaned and sterilized the outer sheath tip was noted to be burnt. Also, it was observed that the ceramic section of the inner sheath and the outer sheath tip were not aligned correctly when assembled. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that and that the device was inspected prior to the procedure with no anomalies found. This is two of two reports.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device and correct with the device investigation results. The referenced device was returned to olympus for evaluation. A visual inspection upon found the cutting loop broken and melted. Burn stains and thermal damage were observed on both the blue and yellow posts. The red insulation on the electrode had several deep scratch marks likely due to mishandling. The cause of damaged loop is most likely due to the loop being contacted with a metal material during the hf output or the user applying too much physical pressure on the loop during procedure which led to the premature melting of the loop. In addition, the user observed the ceramic section of the inner sheath and the outer sheath tip were not aligned correctly when assembled which could have also contributed to the reported complaint. The instruction manual gives several warning regarding this type of loop damage: "do not activate the electrode release button when operating the instrument. If hf current is activated, spark discharge may occur and the instrument may be damaged. When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged. When attaching the electrode to the working element, make sure that the electrode clicks into position audibly, and check the locking and position of the electrode as described below. If the electrode is not attached securely to the working element, spark discharge may occur and the instrument may be damaged."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented. Please cross reference the associated MFR. Report number: 2951238-2015-00288.